Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to the cuff not being tight enough. A surgery was performed in which a smaller cuff was implanted, however the pump and balloon were not touched. The patient did not experience any further complications. The new device was tested and coaptation was verified via cystoscope. It was further reported that the cuff was no longer tight enough due to the patient experiencing atrophy. There were no device malfunctions associated with the explanted cuff. No more information available at the moment. Should additional information become available, it will be provided.